Event description:
Customer reportedly obtained results of 179mg/dl and 73mg/dl on the aviva system within 10 minutes. No action was taken on device results. No adverse event reported due to these results. Requested return of suspect system and replacement was sent.